Event description:
The customer reported via phone call that it seemed like the insulin pump was not delivering the proper amount of insulin and her blood glucose was rising. The customer stated she had issues with the infusion sets. She found blood at site; she changed it the morning of the call and stated it was painful. Blood glucose was 250 mg/dl; current reading was 240 mg/dl. Customer stated she did not forget to fill the cannula dead space after removing the introducer needle and she programmed another prime after disconnecting and reconnecting instead of priming into the air. The device was not exposed to a strong magnetic field. Customer declined troubleshooting. She was advised to check the settings and monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.